Event description:
It was reported that non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed on egm. Programming change was made. The patient will be monitored with routine follow-ups.